Manufacturer narrative:
Device analysis report attached. This report is submitted on february 29, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site (date not reported). Subsequently, the patient was hospitalized for administration of IV and oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 27, 2023.